Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been receiving large differences between sensor and blood glucose readings. Blood glucose level at the time of the incident was 44 mg/dl, which was treated with food. The customer also reported having difficulty hearing the insulin pump's threshod suspend alert. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.